Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation and the information provided. It could not be determined, what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instruction for use (IFU): cyf-vh has instruction manuals for cleaning and the reprocessing procedures are described in the instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited the adhesive around the objective lens had foreign objects. There were no reports of patient involvement.